Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) paired to the ilet failed to connect, while readings remained available in the dexcom app; troubleshooting included toggling settings, confirming the sensor code, and reinitiating pairing, indicating an intermittent communication failure potentially related to the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between systems consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.